Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a failure, poor recharge quality message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient reported the implant is not functioning properly because they are getting messages and codes on the controller screen. Patient stated they are getting the passive recharge mode screen and will not change, getting software problemâ 1-intellis 2-3.6 3-58 4-qf-new patient services (ps)asked if there is damage or heat on the recharger. Patient stated the paddle and cord connection area is worn out and the recharger gets hot when recharging the implant. Patient stated this is irritating and frustrating because is implant is dead. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Patient mentioned he has two implants the intellis is for the lumbar and works great but he have to charge often. The restore is for the neck. Additional information was received from the patient and it was reported that the reason for call was to get a new controller. Pt re-reported issues documented in this file, and stated they have already been sent a refurbished controller, but they want a new controller sent because their current controller is "working very glitchy". Patient received a refurbished controller. He is still having issues. Screen turns completely white. He is getting frustrated as this is his second replacement. Pt explained that the current controller just searches and "cannot find the device". Pt indicated to pss that the issue comes up when they try to charge the ins, and stated that they did 2h of troubleshooting with the rep, but were unable to resolve the issue. Pt stated the rtm works and made no allegation against the rtm. Pss did not feel comfortable troubleshooting with the escalated pt and is forwarding an email to repair and the reps for additional support. Troubleshooting was unable to be performed as the pt was escalated. An email was sent to the repair department to replace the device. Pss is forwarding a message to manufacturer representative's (rep) as well to get additional support. Pt stated during the call that "when its working, I am the person you want telling everyone how great this thing works". The rep noted his battery was fully charged. There were no impedances and rep was to turn on his battery from my tablet as well as from his controller. Rep did see the issue he was having with the controller. At least 3 out of 4 times the controller would go the screen that says ¿try again or recharge¿. This would happen without the patient having the controller hocked up to the recharger. And it happened several times. So when he gets the new controller rep will call him to see how he is doing and if he needs to meet again rep will make arrangements. New controller and battery pack will be sent to the pt's address on file. Pss sent email back to the reps to follow-up. The replacement controller was later returned with no known issue.